Manufacturer narrative:
Block b5: the patient outcome was corrected from "infected ulcer of the right foot" to restenosis. Block b7: added non-healing foot ulcer.

Event description:
Approximately 23 months post index procedure, the patient experienced restenosis.

Manufacturer narrative:
The patient required revascularization of the target vessel. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. The lot number was not provided in the study, thus the following information are unknown: unique ID, model #, catalog #, expiration date, and manufacture date. Report source: (B)(6)/ study name: (B)(6)- patient ID# (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was required. Per the IFU, restenosis (potential cause of ulcer, due to poor circulation) is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, a stellarex catheter as used to treat the target lesion of the right mid sfa. Approximately 23 months post index procedure, the patient experienced an infected ulcer of the right foot. A successful revascularization of the target vessel was performed on (B)(6) 2019. The physician indicated this is not related to the study device or procedure.